Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during a dilatation procedure in the colon performed on (B)(6) 2013. According to the complainant, during the procedure the physician inflated the balloon at the anastomosis site. After the dilation was completed, the balloon was unable to be completely deflated. As a result, the device could not be removed from the endoscope channel. After removing the endoscope with the balloon from the patient, the device was removed by cutting the catheter. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Through follow up, the complainant reported that when the physician tried to pull the balloon through the endoscope, the black exit marker on the catheter detached, pushed towards distal side and accordioned at the middle of the balloon.

Manufacturer narrative:
Initial examination of the returned device noted that the catheter shaft was found to be cut at the balloon which is consistent with the report that the device was removed by cutting the catheter. The catheter was examined for any other cosmetic defects, kinks or dents and none were found. The balloon was found relaxed. The balloon was found to be tied with suture or black string in the center with liquid/inflation media still inside the distal end of the balloon. It is most likely the balloon was tied by the customer. The balloon could not be inflated due to the damage noted and functional test could not be performed. Based on the complaint analysis results, shaft damaged and balloon detached/separated were confirmed. The most probable root cause for this event is operational context as due to some procedural/anatomical factors encountered during the procedure (such as tortuous anatomy), performance of the device was limited. The device history record review confirms that this device met all material, assembly and performance specifications.

Manufacturer narrative:
A visual examination revealed that the catheter shaft was found to be cut at the balloon at 276cm from the balloon hub. The balloon was found to be relaxed and appeared to be tied in the center with liquid/inflation media still inside the distal end of the balloon. The black material was cut and it was found to be the exit marker bunched up and the ro marker was underneath the exit marker, moved out of its original position. Furthermore, the balloon could not be inflated due to the damage noted (catheter cut) and functional test could not be performed. The device history record review confirms that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. The description of the complaint that the balloon would not deflate could not be confirmed due to the condition of the returned device. However, deflation issues may be caused by tortuous anatomy which may lead to partial obstruction of the inflation lumen (bends/kinks in the device), preventing application of a sufficient vacuum or there may have been leaks between the catheter and the inflation device (insufficient system pressure strength). It is possible that the exit marker became loose during forcible catheter withdrawal. This could be due to improper device withdrawal technique or incompatible scope channel size used.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during a dilatation procedure in the colon performed on (B)(6) 2013. According to the complainant, during the procedure the physician inflated the balloon at the anastomosis site. After the dilation was completed, the balloon was unable to be completely deflated. As a result, the device could not be removed from the endoscope channel. After removing the endoscope with the balloon from the patient, the device was removed by cutting the catheter. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.